Manufacturer narrative:
(B) (4). The ge service rep replaced the control panel and b304. The system operates as intended.

Event description:
The customer reported there was no visual localizing light image. Also there was no dap display. No patient injury was reported.